Event description:
Per the surgeon's report, this patient has neurofibromatosis ii all developed a tumor on the side of his cochlear implant. This required the explantation of the cochlear implant in 2006. The patient was then implanted with an auditory brainstem implant the same day.

Manufacturer narrative:
This type of event is addressed in the device labeling code # 1738.